Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should the device become available, a follow-up emdr will be sent.

Event description:
Broken this is in conjunction with complaint (B)(4).on two occasions the cable broke at the working end and the beads spilled into the patient's chest.  One one occasion the break occurred while clamping on the other occasion the break occurred while removing the clamp.  The customer has been using this product for at least 8 years and this is the first time this has happened.  Neither of the broken instruments were sent out for repair before the incidents occurred. The customer has at least 10 more of these instruments in their department but they will not use them since this has happened. On one occasion only 30 beads were found - the patient's chest was x-rayed and the other 2 beads were not detected.  The instrument should have 32 beads.: additional information received from the customer (B)(6) 2014 via phone call. It was reported that we would not be receiving any information regarding the incident. We would not be receiving the instrument for evaluation.

Event description:
(B)(4)- addtional information received from the customer on 30jul2014. It was reported that patient #1 had coronary bypass on (B)(6) 2014 that was completed as planned. "Upon applying the cosgrove cross clamp to the ascending aorta, the cable broke on the handle end of the clamp". Multiple beads spillled onto the surgical field and onto the operating room floor. All beads (32) could not be accounted for at the conclusion of the procedure. A thorough search of the surgical field was completed and a foreign body film was obtained at the conclusion of the procedure. No retained foreign body was noted on the film. There were no known complications to the patient. The instrument will not be received for evaluation by carefusion.